Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error . Customer's blood glucose value was 103 mg/dl. The customer was assisted with clearing the alarm. The customer stated that they were able to clear the alarm. Customer states insulin pump was not exposed to a high magnetic field. Customer states they were able to rewind the insulin pump. The customer also reported that the insulin pump failed self test. Customer states alarm occurred during bolus delivery. The customer reported that while performing self test insulin pump received an alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 42 alarm noted during testing. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.